Event description:
The customer reported that an 840 ventilator had an erratic display. No patient involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer will swap the backlight inverter pcbs to try and isolate the problem. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).